Event description:
Device report 2 of 3: reference MFR report: 1627487-2012-07176, 1627487-2012-07178. The patient has two ipg systems implanted in different areas. It was reported the patient has had a red itchy rash at the ipg implant site in the back and in her groin area where the devices are implanted. The patient the patient reports the rashes occur after recharging. In an effort to resolve the issue, a replacement charging system has been sent to the patient. No further information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.